Event description:
It was reported that the procedure was to treat a concentric, 99% stenosed lesion in the distal circumflex with moderate tortuosity and mild calcification. An intravascular ultrasound (ivus) catheter was advanced, but could not cross to the lesion. The 3.0 x 15 mm trek balloon was prepared per the instructions for use, and advanced to the lesion. The balloon was inflated to 12 atmospheres (atm); however, during the second inflation of 12 atm, the balloon ruptured. The trek was removed without issue. A new balloon was used to dilate the lesion to 20 atm, and a xience prime stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: mach1fl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.